Manufacturer narrative:
To date the damaged device has not been returned from the user facility for evaluation. A supplemental and final report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
One (1) "damaged" electrode device was returned to conmed for evaluation on 07-oct-2014. Visual inspection of the returned "used" device found a crack in the yellow plastic collar. The crack was measured approximately 0.5mm at widest point, and the crack appears to be continuous around the stainless steel needle. The edge of the crack also appears uneven and fractured. Functional testing could not be performed due to the damaged condition of the returned the device. The exact cause of the "damaged plastic hub" was unable to be determined. However, the damaged observed on the returned device, which most likely occurred during use that could be related to unintentional user error. This device was manufactured on 03-dec-2013. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have caused or contributed to this reported damage. Also, of the lot containing (B)(4) units there were no similar complaints received for this item and lot number combination. A 2-year review of the complaint history for this device shows no other similar complaints for patient burns due to "a cracked plastic hub" indicating this is an isolated incident. During this same two (2) year time frame, over (B)(4). To date, there have been no patient long term adverse effects reported. The stainless steel needle electrode is a sterile, single use device that enables the operator to remotely conduct an electrosurgical current from an electrosurgical handpiece through the electrode to the operative site for the desired surgical effect. To ensure proper function of the stainless steel needle electrode and to reduce the risk of patient injury, the IFU, instructions for use, provides the following precautions and warnings: these devices should be inspected before and after each use. Visually examine the devices for obvious physical damage including: inspect and test each device before each use. Cracked, broken, or otherwise distorted plastic parts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration. Verify that the electrode is fully and securely seated in the handpiece before use. These devices should never be used when: there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic. Use lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. Never allow the associated accessories connected to these devices to be in contact with skin of the patient or operator except during intended activations. Always place unused associated electrosurgical accessories in a safe insulated location such as a holster when not in use.

Event description:
The customer reported that during use of the stainless steel 6" needle, single use, sterile electrode with hex hub in a surgical procedure, the patient reportedly sustained a burn on her skin. It was reported that the plastic casing around the hub was broken/damaged and allegedly left a burn on the patient's skin near the incision. Reportedly the surgeon did not notice the damage on the plastic casing of the device until the burn was observed. As reported, the burn area was excised and allegedly the incision is now longer than it should be. Other than a 30 minutes delay, the procedure was otherwise completed with no further complications reported. The (B)(6), female patient was discharged as planned. Post-operative visit on (B)(6) 2014 revealed there was a little bit of the burn still remaining and that it will continue to be monitored through post-operative visits. To date, there has been no additional information received regarding the patient latest condition or any indication that a long term adverse effect has occurred.